Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is a duplicate of pr 4113819 with MDR 3030677-2015-01119. Device evaluation is pending. This is a duplicate of pr 4113819 with MDR 3030677-2015-01119.

Event description:
The customer reported that the device is not functioning properly. There was no negative patient impact.